Event description:
It is reported that the pt was revised due to dislocation.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: photos are not received so the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components included: age, bone quality, height/weight, activity level, and type of activity (low impact vs. High impact). There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Eval: device history records indicate all components were manufactured and inspected to specification.